Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the cut on the femur got to trialing and the size 6 was really big and they ended up using the size 5. It was reported that even though the cuts were made for a size 6 they ended up using a size 5 to complete the surgery. It was reported that the device was being used with a robotic assisted base station device. There was a 1-2 minute delay changing size. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, base station device, (B)(6) 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: upon follow up with the customer it was reported that: they cut a size 6 femur and a size 5 femur fit. Not referring to the insert thickness. After discussing with the rep, it was reported that this was a registration issue on the posterior condyles. They did not get posterior enough which led to an over resection and a size 5 fitting. Cuts were accurate to plan but the plan was improperly made because of registration.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The log files for this event were reviewed. The investigation could not confirm the reported issue of "cut for a size 6 on the femur got to trialing and the size 6 was really big and they ended up using the size 5". The issue was investigated and reviewed by the systems team. The investigation found that the most probable root cause of the reported issue is sub-optimal landmark acquisition. All landmark points were found to be on the edges of their respective point clouds. This suggests that there may be a more extreme point that would serve as a better landmark point. Without accurate landmark acquisitions, the sizing of the implant may be off. There are no defects found with the system or software.